Event description:
As reported by hospital, post-procedure, the catheter portion of a valved port device fractured near the patient's clavicular rib junction. There was no serious injury to the patient. The used device is being returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the used device will be returned to the manufacturer (B) (4) for evaluation, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B) (4).